Manufacturer narrative:
Device evaluated by manufacturer: a 3.00 x 24 promus premier select stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were identified along the hypotube shaft. No kinks or damages on the shaft polymer extrusion. The stent was not attached to the delivery device. It was returned separately and was stretched and bunched. Balloon cones were reviewed and were not subjected to positive pressure. Crimp markings were visible on the balloon material. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a stent could not cross the lesion. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad). A 3.00 x 24 promus premier select drug-eluting stent was selected for percutaneous coronary intervention (pci). Following predilatation, the delivery system advanced, but could not pass through the lesion. The procedure was successfully completed with another promus premier select stent. There was no patient complications reported. However, returned device analysis revealed the stent was not attached.